Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error alarms noted. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. No damage on electronic assemblies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error image on screen. Customer's blood glucose value was 150 mg/dl. The customer was assisted with troubleshooting. The customer stated that insulin flow block hit resume delivery and then insulin pump started alarming. The customer stated that they saw open book image on display. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.